Event description:
Procedure type: anastomosis. According to the reporter: to raise the head, the anvil never clicked to shoot the brackets. They are not closed, so that there was no anastomosis. The segment was with filtration.

Manufacturer narrative:
(B)(4).